Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of a bd pegasus¿ safety closed IV catheter system, the e-tubing was found broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned sample's tubing had broken approximately 7mm from the pp adapter. The sample was subjected to 30 iterations of clamp testing, without duplicating the reported failure mode. Because this damage could not be duplicated through testing the root cause could not be finalized. However our investigators noted that based on the appearance of the damage it appears to be caused by stress exerted on the tubing by the side clamp. The batch record was reviewed, no related abnormalities were found. No formal corrective action is necessary at this time.